Event description:
Device 1 of 3. Ref MFR report number: 1627487-2013-11522, and -11523. On (B)(6) 2013, explanted product was returned to sjm. A reason/further details are unk. The returned devices are being reported due to the analysis results.

Manufacturer narrative:
Results - the reason for explant and return of the ipg is unk. A visual inspection of the ipg as received did not reveal any discrepancies. Communication with the ipg failed when using a standard programmer and bluescreen utility. The ipg casing was cut open to allow further electrical testing. Measurements confirmed the ipg battery voltage was below the minimum to sustain communication. Using an external supply, the ipg battery was fully charged with no discrepancies noted. The device exhibited normal device characteristics during analysis. The ipg passed all testing after being recovered. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.